Event description:
The patient was administered treatment (chemotherapy), followed by PICC flushing using a caresite needle-free connector. Everything proceeded without complications; the flushing was smooth and blood return was also smooth. The PICC dressing was not changed. After a short time of manipulating the PICC, the patient developed a bloody dressing. The dressing was unwrapped and shortly after the PICC manipulation, the patient developed a bloody dressing. The dressing was unwrapped and a saline flush test was performed, during which saline was visibly flowing through a tear in the catheter in front of the hub PICC hub. The event was reported to the physician, the PICC was extracted without complications.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The 4f pro PICC was returned for evaluation. Functional testing was performed by clamping the distal end of the lumen with hemostats and flushing water through the luer. A leak was noted approximately 0.1 cm distal to the hub. Under magnification the hole appears smooth, indicative of being cut with a sharp instrument such as scissors or a scalpel. The ends/corners of the tear also appear white, indicative of being pulled/stretched. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The device was implanted and functioning with no reported issues for one month prior to the event. A root cause cannot be determined but is not likely manufacture related. The instructions for use (IFU) contains the following warnings and precautions: *small syringes will generate excessive pressure and may damage the catheter. Ten (10)cc or larger syringes are recommended. *do not use sharp instruments near the extension lines or catheter lumen. *do not use scissors to remove dressing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.